Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency representative reported via medwatch form (mw5092686) that during an intraocular lens (iol) implant procedure, a preloaded iol was delivered into the eye uncontrolled. There are two events listed on the medwatch form. This report is for the second event.